Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heart rate was fluctuating. In addition, the patient advocate stated that one of the wires was turned off and programming change was made. No further information was obtained from the field. No additional adverse patient effects were reported.